Event description:
It was reported that a pt underwent a pancreatoduodenectomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke at the swage when the surgeon removed the needle from the package using a needle-holder. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.